Event description:
The capture threshold had been stable to (B)(6) last year, however has more recently been fluctuating/increasing more in which the device reached an oor threshold (x). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).